Manufacturer narrative:
Additional information was provided in b.5., d.9., d.10., h.3., h.6. And h.11. The lens was returned inside a piece of folded gauze material inside the lens carton. Viscoelastic was observed on the lens. One haptic was bent in the distal area. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified cartridge and qualified handpiece were used with a non-qualified viscoelastic. The reported bent haptic damage was observed. The root cause for the reported complaint may be related to a failure to follow the instructions for use (IFU). A non-qualified viscoelastic was used. The IFU instructs: company foldable intraocular lenses (iols) are qualified for use with an alcon qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. Lenses with a 6.5 mm optic diameter may need to be pre-folded for easy entry into the back of the cartridge. Lens may be pre-folded by gently applying pressure to the edge of the lens while holding the central optic with forceps. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. Information indicated that the company lens was removed and replaced with an "ac" lens. The specific model and diopter for this replacement lens was not provided. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that during insertion of this 3-piece lens into patient¿s posterior bag, surgeon noticed that the leading haptic was bending upward and make the lens not stable inside the bag. The leading haptic did not able to expand fully after a while doctor decided to take out this 3-piece lens from patient capsular bag and replace with another lens.

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the physician noticed the leading haptic was bending upward and making the lens unstable. The physician then replaced the lens with another lens.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).